Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the clinic received an alert that the patients atrial lead impedance was high and out of range. The patient was brought into the clinic for further evaluation. The right atrial lead exhibited noise and high impedance with isometrics. The patient was asymptomatic. The device was reprogrammed to vvi.